Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that a customer's insulin pump was under delivering insulin. The patient's blood glucose level was 11 mmol/l at the time of the call. The customer stated that they changed the infusion set and corrected their blood glucose with an insulin pen. No further information was provided.